Event description:
It was reported to philips that the video feed was no longer working, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue had no impact on the procedure as this issue occurred to a hospital computer and procedure was completed normally. The philips field service engineer (fse) checked the system onsite and confirmed that the video feed was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a problem with the video feed from the control room to a hospital computer, two fiber connections had been incorrectly connected by the customer and the cables were plugged into the wrong ports. To resolve the issue, the fse corrected the connections at the adapter and bypassed the computer by connecting the cable directly to the monitor. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the live monitor, without any impact to the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.